Event description:
Additional information received reported that the patient had no concerns with his device or therapy. The patient received assistance and his concerns were resolved.

Event description:
It was reported that the patient experienced "jolts" of stimulation that were "pretty heavy". The jolts began about four to five days ago while the patient was doing "normal" yard work. The patient noticed that the jolts started occurring while he was bending down to tie his shoes or when he tightened his back muscles. It was noted that the jolts were not the same stimulation he felt with positional changes, and were "way too intense". The patient was told that an x-ray was needed. The patient had turned stimulation off for a few days, but turned stimulation back on at a lower setting after talking to a manufacturer representative. It was also reported that the patients treatment was not working to control his pain. Additional information has been requested, but was not available a s of the date of this report.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3776-60, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).